Event description:
Customer received a blood glucose reading less than 20mg/dl on the contour usb. He re-tested on a contour meter and the reading was 85mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. New control solution was sent to the customer for further troubleshooting.